Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge was loose and disconnected from the pump. Customer¿s blood glucose level was 169 mg/dl. Cartridge was reloaded and customer resumed insulin deliveries.